Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use; patient connected in initial drain. The hp stated that the patient line was not primed when the hp connected. The hp was using a patient line extension. The hp cycled the power to clear the alarm. The technical service representative (tsr) advised the hp to start over with all new supplies. The tsr advised the hp not to connect unless the patient line was primed. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the home patient stated that the patient line did not prime but he hooked up anyway. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in increased intra-peritoneal volume (iipv) or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.